Event description:
Additional information was received 09apr2020. The package of the device was not damaged.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional/corrected information: the information in b5 was received 09apr2020 and was inadvertently omitted from the initial MDR sent (B)(6) 2020. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during device preparation for a cerebral angiography procedure, the core wire of the amplatz extra-stiff support wire guide was noted to be protruding from the distal tip of the device. The device did not make patient contact. The shape of the wire was not altered prior to use. Another of the same device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during device preparation for a cerebral angiography procedure, the core wire of the amplatz extra-stiff support wire guide was noted to be protruding from the distal tip of the device. The device did not make patient contact. The shape of the wire was not altered prior to use. Another of the same device was used to complete the procedure. The package of the device was not damaged. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, and visual inspection of the complaint device was conducted during the investigation. The physical examination of the returned device found that approximately five millimeters of the mandril was protruding at 4.1 centimeters from the distal tip. Two kinks were also noted. A document-based investigation evaluation was performed. There were no failure related non-conformances recorded during the production of this lot. Furthermore, there were no other complaints in cook¿s complaint database associated with the lot. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. As there are no related nonconformances or other complaints from this lot, and adequate inspection activities are in place during manufacture, there is no evidence that nonconforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be determined. The complaint rate for this failure mode is within the identified acceptable level, no further escalation is necessary at this time. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.